Manufacturer narrative:
The user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses fiasp insulin within the cartridges. Supply changes were performed to address the occlusion alarms and the alarms continued. Customer's blood glucose level was 286 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. During a follow-up, it was reported that the customer switched from fiasp insulin to novolog to address occlusions.